Event description:
Allegedly pt had right hip pain. Hip head allegedly had dislocated from stem. Pt had heard grinding sound. Allegedly trunion had been chewed up by the head and caused rim to be on the neck by the calcar. Metalosis. Original surgery performed by dr in nova scotia. Compassionate use of ceramic liner.